Manufacturer narrative:
Device was used for treatment, not diagnosis. Age, date of birth and weight were not available for reporting. This report is for an unknown cannulated screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. 510k is unavailable. Implant date is unknown date in 2012. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is company representative, no phone number is available. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) reported that a patient underwent an antecedent osteosynthesis of tibia (knee joint) by lca avulsion in 2012 with two (2) 3.5mm cannulated screws. Patient had revision surgery on (B)(6) 2017 due to loosening of painful osteosynthesis. The patient had some pain in his knee. An x-ray taken on an unknown date showed one of the screws turned into the joint (loose screw) and the other screw was bent. Movement of the loose screw caused damage to the femoral cartilage and surgeon decided to remove both screws. The loose screw was completely removed. The loose screw did not break during removal and there were no fragments left in the patient. The second screw was bent prior to removal. Initially the surgeon tried using the screwdriver but was unable to remove the screw in its bent state and a force clamp was used for removal and in that moment the head of the screw broke. There were no fragments from the second screw because a force clamp was used. Both screws were completed removed. Patient was not revised to any additional hardware, as the fracture had consolidated. Both screws are available for return. (B)(4) captures the screw that loosened postoperatively and the screw that bent postoperatively. (B)(4) captures the bent screw that broke during screw removal. Concomitant devices reported: cannulated 2.5mm hexagonal screwdriver (part # 314.290, lot # u3829102, quantity of 1); force clamp (part # unknown, lot # unknown, quantity of 1). This is report 1 of 1 for (B)(4). This report is for an unknown cannulated screw.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: the subject device has been received by the manufacturer and is undergoing investigation. The results of the investigation are pending completion and will be submitted in a supplemental report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Brand name catalog, UDI physical manufacture location without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Event description updated. This report is for an unknown 3.5mm cannulated screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Possible part numbers: 205.040 or 205.044. It is unknown as to which screw was loose and which screw was bent . Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent an antecedent osteosynthesis of tibia (knee joint) by anterior cruciate ligament (acl) avulsion in 2012 with two (2) 3.5mm cannulated screws. Patient had revision surgery on (B)(6) 2017 due to loosening of painful osteosynthesis. The patient had some pain in his knee. An x-ray taken on an unknown date showed one of the screws turned into the joint (loose screw) and the other screw was bent. Movement of the loose screw caused damage to the femoral cartilage and surgeon decided to remove both screws. The loose screw was completely removed. The loose screw did not break during removal and there were no fragments left in the patient. The second screw was bent prior to removal. Initially the surgeon tried using the screwdriver but was unable to remove the screw in its bent state and a force clamp was used for removal and in that moment the head of the screw broke. There were no fragments from the second screw because a force clamp was used. Both screws were completely removed. Patient was not revised to any additional hardware, as the fracture had consolidated. It is unknown as to which screw was loose and which screw was bent. This report addresses the bent screw that broke during removal. The screw that loosened postoperatively and the screw that bent postoperatively is addressed in (B)(4). Concomitant devices reported: cannulated 2.5mm hexagonal screwdriver (part # 314.290, lot # u3829102, quantity of 1) and force clamp (part # unknown, lot # unknown, quantity of 1). This report is for one (1) unknown 3.5mm cannulated screw. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A product investigation was performed. The following investigation flow was performed: damage: visual: visual inspection performed at customer quality (cq) confirmed the condition of a bent screw, which does not agree with the reported complaint condition of broken. It is noted that the returned screw is severely bent in multiple areas. The screw head is bent over and is now almost perpendicular to the screw shaft. Per the complaint description, the damage occurred intraoperatively during attempted removal with a force clamp. Therefore this complaint is confirmed, but for bent screw rather than broken screw. A review of the device history records was unable to be performed since the lot number was unknown. Relevant drawing was reviewed during this investigation. No product design issues or discrepancies were observed. The outside diameter near location of bends was measured at cq and is within specification per relevant drawing. The inside diameter near location of bends could not be accessed due to the post manufacturing damage. The inside diameter at distal tip was measured at cq and is within specification per relevant drawing. This complaint is confirmed however no product design issues or manufacturing discrepancies were identified during this investigation. The returned cannulated screw would not be expected to hold its form/withstand the applied force of a force clamp used intraoperatively during attempted removal. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Updated based on new information. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.